Manufacturer narrative:
This report is for an unk - elastic nails: titanium/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: xu g-j et al. (2015), therapeutic effects of titanium nails for the treatment of clavicular fractures in elder children, china j orthop trauma, vol.28, no.2, pages 101-105 (china). The objective of the study is to research the application and clinical effect of titanium elastic nails (ten) for the treatment of closed clavicular fracture in elder children. From october 2010 to december 2012, 16 pediatric patients with clavicular fracture of older children who were treated with internal fixation using titanium elastic nails were included in the study. There were 9 males and 7 females with a mean age of 14.2 years (range 9 to 17 years). All patients were implanted with an unknown ao titanium elastic nail. After the operation, the affected limb was suspended and fixed with bandage, and passive functional exercises were started, including abduction and adduction movements of the shoulder joint. All patients received follow-up for 3 to 10 months, with a mean of 7.2 months. According to the fracture union situation on the x-ray film, the intramedullary nail was removed at 12 to 18 weeks after the operation, with a mean nail removal time of 15.6 weeks complications were reported as follows: 2 patients had skin irritation reactions. The symptoms disappeared after symptomatic treatment or removal of internal fixation. This report is for the unknown ao titanium elastic nail. This report is for one (1) unk - elastic nails: titanium. This is report 1 of 1 for complaint (B)(4).